Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery reached elective replacement indicator (eri) early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2010; 4194 implantable pacing lead. (B)(4).